Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. Reportedly, the patient had a skin erosion along the border of the implant site. Subsequently, the physician had difficulty to extract the rv lead due to a persistent left superior vena cava. The physician was able to get the stylet down the rv lead and then was able to partially retract the lead helix. However, the rest of the rv lead was unable to be retracted nor to rotate the lead body. The physician decided to surgically abandon the rv lead and send the patient for a laser extraction. A revision was performed and the crt-d along with the left ventricular (lv) lead were explanted but the rv lead and ra lead were surgically abandoned. This rv lead will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection. Reportedly, the patient had a skin erosion along the border of the implant site. Subsequently, the physician had difficulty to extract the rv lead due to a persistent left superior vena cava. The physician was able to get the stylet down the rv lead and then was able to partially retract the lead helix. However, the rest of the rv lead was unable to be retracted nor to rotate the lead body. The physician decided to cap the rv lead and send the patient for a laser extraction. No additional adverse patient effects were reported. The rv lead was surgically abandoned.